Manufacturer narrative:
Philips has investigated this complaint. From the additional information collected, the system was not in clinical use when the issue occurred. Onsite system inspection and log file analysis confirmed a grid switch malfunction of the x-ray tube. The philips field service engineer (fse) replaced the x-ray tube and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. When the grid switch is unavailable, the key image functionality of the system is maintained, as the following x-ray runs will be performed without the grid. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact grid codes was corrected.

Event description:
It has been reported to philips that the system hangs. The individual image is not received. The device was in clinical use. No patient harm reported.